Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve alignment there was increased tension. During valve deployment of a 29mm sapien valve in the pulmonic position the commander delivery system balloon had a visible tear ("ripped") at the base (proximal edge of balloon) and the valve was unable to be deployed. The valve did not expand. The delivery system/valve were removed through the sheath as a unit. There was no withdrawal difficulty. A new delivery system and valve were used and the valve was successfully implanted. The delivery system was discarded at the hospital. The patient's had mild tortuosity.

Manufacturer narrative:
UDI # (B)(4). The commander delivery system was not returned to edwards lifesciences for evaluation. A photograph of the balloon was provided shows that the crimp balloon was torn proximal to the inflation-crimp balloon (I/c) bond with a balloon wing flared out. The complaint was confirmed by the photo. During manufacturing the entire delivery system per procedure, the balloon is visually 100% inspected for the following: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The crimp balloon is 100% visually inspected for distal length/proximal length, distal ID/proximal ID and single/double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. In addition, the balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, and gel spots. The crimp balloon to inflation balloon laser bond is inspected for smooth bond joint with no gaps between the components. During final inspection the entire device is inspected by both manufacturing and quality from distal to proximal for damage or missing component, inflation/crimp balloon for distorted/pinched folds. The delivery system is 100% leak tested. During product verification (pv) testing, the delivery system is inspected for physical defects or damage, and tears or separation in the inflation/crimp balloon bond. Visual inspection of adhesive bonds and testing for inflation balloon/crimp balloon tensile force were performed. The samples met statistical requirements. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The complaint of balloon torn was confirmed based on the photo provided. Due to the unavailability of the device, engineering was unable to perform any functional or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigation's, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Since no issues were reported during de-airing, it is likely that the damage to the balloon was not present out-of-box. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented by edwards lifesciences in a product risk assessment (pra), as per management discretion. If the physician performed the valve alignment process in tortuous anatomy (the patient was noted to have tortuous anatomy per complaint description), it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the crimp balloon material if excessive force is used to try and achieve final alignment position. As noted in the complaint description, tension was felt during valve alignment, suggesting that there were high alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors. However, based on available information, a definite root cause cannot be determined at this time. To address the emerging trend in I/c bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. The complaint for balloon torn was confirmed but no manufacturing non-conformance's were identified during this investigation. A definitive root cause was unable to be determined at this time, but it is possible that patient and/or procedural factors contributed to the complaint event. No IFU/training deficiencies were identified. Review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed the july 2018 control limit. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. In addition, a CAPA is being updated to address the emerging trend in balloon tear complaints.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.